Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds and was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4196 implantable pacing lead, (B)(6) 2011; d354trg implantable cardioverter defibrillator (ICD),  (B)(6) 2011. (B)(4).